Manufacturer narrative:
H10 h3, h6 the reported fast-fix 360 straight ndl delivery sys, used in treatment, has been returned for evaluation. The information provided states: ¿during a knee meniscus repair surgery the fast fix deployment button was not working, the picture attached shows a t2 non-deployment¿. Visual assessment showed the needle was been bent. T1 was free from delivery needle. T2 remained on delivery needle. The depth limiter was cut to surgeons¿ desired length. An exact root cause cannot be determined with confidence. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10 h3,h6: the reported fast-fix 360 straight needle delivery system, used in treatment, has not been returned for evaluation, however a photograph was supplied confirming the reported complaint. Without the reported product an exact root cause cannot be determined with confidence, however, factors that could have contributed to the reported event include: bending/flexing of the delivery needle during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee meniscus repair surgery the fast fix deployment button was not working, the picture attached shows a t2 non-deployment. The procedure was successfully completed using a backup device. A delay of 20 minutes was reported. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.